Event description:
(B)(6), home health nurse, reported pump has broke and patient is doing gravity. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Gamunex-c indication: other common variable immunodeficiencies. No further info/details or dates available.